Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the machine has been replaced. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical engineer reported that a granuflo mixer tripped the circuit breaker. Following the troubleshooting, the biomed indicated that the unit began to "shock" him when it was touched. Follow-up was provided by the biomed which revealed that it was static electricity that was being experienced when he came into contact with the machine. No treatments were impacted, and no staff, patients, or any other individuals were adversely affected by the issue. The biomed confirmed that no adverse effects were experienced as a result of the incident. The granuflo mixer was replaced to resolve the issue. No parts were available to be returned to the manufacturer for evaluation.